Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
Device eval anticipated, but not yet begun. A field service engineer has been on site for troubleshooting and replaced a pressure transducer printed circuit board, pc1781. The replaced pc1781 has been requested for investigation but not yet received. A follow-up MDR will be sent when investigation is completed. (B)(4).